Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old male pt is taken into the operating room for a type 2 endoleak repair. The pt has an in-situ cook graft from a aaa repair done in 2011. On that day a flex body and three leg extensions were implanted. There has been continued sac expansion and a type 2 endoleak was suspected. The doctor decided that an open procedure was required to complete this. On the day of the open procedure, the physician said that although there was a type 2 endoleak, there was also blood leaking through 2 sutures at the proximal end of one leg extension. The suspect grafts were left in situ. The physician sewed a temporary patch in place. They then closed the pts abdomen and took him to the cath lab. The cook medical rep arrived with two legs that were placed on opposite sides through the effected area. No adverse effects to the pt were reported due to this occurrence.